Manufacturer narrative:
(B)(4). The pump head module was replaced to correct the reported condition. A device history review was performed finding a failed air detected message which phm was changed and the pump then passed subsequent testing.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative "open" button on the channel b keypad. This event had the potential to interrupt delivery. The event occurred before use. It is unknown in which care area this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an inoperative channel b "open" button of the keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to a broken flex cable on the keypad. Repairs necessary to the device has not been determined. A service history review revealed that this device was previously serviced for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.